Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the longevity estimate on the programmer was incorrect. This was likely due to the midlife issue with devices. A new longevity was calculated and will be used as the accurate remaining longevity estimate. The patient was stable.